Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of capsular contracture, pain and rupture was received on february 16, 2024, with lot number: 1785422. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Rupture: not observed rupture on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and suspicion of rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, pain, rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and suspicion of rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and suspicion of rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: not observed. Pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13/mar/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and suspicion of rupture. Device has been explanted and replaced with non-allergan device.